Event description:
A malfunction on the pump was reported after the customer went swimming and placed the pump in wet swim trunks. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin delivery.